Event description:
Customer reported a hospitalization due to high blood glucose. Customer had surgery on kidneys. The recent blood glucose reading is 258 mg/dl. The blood glucose reading at the time of the event was over 500 mg/dl. Customer had high potassium levels. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.